Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for chest fluoroscopy and found that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. The patient was stable throughout the procedure.